Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ethnicity and race was not provided for reporting. This report is for one (1) band-aid plastic bandages unspecified USA, lot # and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unknown birth control; every day; unknown dosage. Drug: zyrtex; every day; unknown dosage. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This is one of two medwatches being submitted as two devices were involved in this past event. See medwatch 8041154-2019-00045. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with unspecified band-aid plastic bandages. The consumer stated she was recovering from a minor surgery in 2017 and used two latex-free band-aids on her belly to help protect the wound while healing. The consumer developed a horrible rash. The consumer sought medical attention from a health care provider (hcp). The hcp prescribed a steroid cream and prednisone. The consumer also used an antibiotic ointment and gauze and paper tape to cover the rash. The symptoms improved, and the consumer is no longer experiencing the symptoms. The consumer stated that she is allergic to latex-free band-aids. This is one of two medwatches being submitted as two devices were involved in this past event. See medwatch 8041154-2019-00045. The same patient is represented in each medwatch.